Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The nurse manager stated during follow-up that the blood leak was an internal blood leak that could be visually observed by the staff within the hansen arterial lines. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. Treatment was stopped for the day with approximately one hour of runtime remaining. The biomed confirmed during follow-up that the machine was pulled from service following the event. The machine was disinfected and the blood leak detector was re-calibrated to resolve the issue. The machine passed testing and was returned to service without reoccurrence of the reported event. The dialyzer was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. No lots were found to have been delivered in this time period. A production records review and an investigation into the device history records (DHR) could not be performed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The nurse manager stated during follow-up that the blood leak was an internal blood leak that could be visually observed by the staff within the hansen arterial lines. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. Treatment was stopped for the day with approximately one hour of runtime remaining. The biomed confirmed during follow-up that the machine was pulled from service following the event. The machine was disinfected and the blood leak detector was re-calibrated to resolve the issue. The machine passed testing and was returned to service without reoccurrence of the reported event. The dialyzer was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The nurse manager stated during follow-up that the blood leak was an internal blood leak that could be visually observed by the staff within the hansen arterial lines. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. Treatment was stopped for the day with approximately one hour of runtime remaining. The biomed confirmed during follow-up that the machine was pulled from service following the event. The machine was disinfected and the blood leak detector was re-calibrated to resolve the issue. The machine passed testing and was returned to service without reoccurrence of the reported event. The dialyzer was reported to be unavailable to be returned to the manufacturer for evaluation.